Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320:658:000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658:000 was confirmed during product evaluation. The root cause of this event was not identified. However, as a precaution, the user interface module (uim) keypad was replaced onsite at the facility by a baxter field service technician. Similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). After further evaluation, it was discovered that the root cause was determined to be a defective keypad.